Event description:
Alleges the arm of the unit that holds the joystick keeps popping off and when hitting a bump the chair toppled over with end user in it and the paramedics were called.

Manufacturer narrative:
The device was evaluated by a field service technician. The armrests were adjusted and the screws were tightened. The unit is working properly.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the arm of the unit that holds the joystick keeps popping off and when hitting a bump the chair toppled over with end user in it and the paramedics were called.